Event description:
It was reported that the lead warning sounded for increasing short interval counts, indicating possible oversensing. The lead could not be extracted, but a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.